Event description:
Pt complained of possible non-functioning of expandable lap band, upon testing device found to have a hole in the tubing, pt taken to surgery for removal, during procedure, tubing of band fractured. Dates of use: 2006 - 2008.